Manufacturer narrative:
This report is filed january 22, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies with device use. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report, (B)(6), 2016.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016, and the patient was reimplanted with a new device during the same surgery. This report filed february 15th, 2016. Device not received by manufacturer.

Manufacturer narrative:
This report is filed on november 15, 2016.